Event description:
It was reported that the patient presented for remote follow up via merlin.net with stored episodes of non-sustained right ventricular oversensing due to post-paced t wave oversensing recorded by the implantable cardioverter defibrillator. Programming changes were made. The patient was in stable condition.